Manufacturer narrative:
The reported event was inconclusive, and it is unknown whether the device had met relevant specifications. The product was used for patient treatment. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be ¿incorrect drainage tube / inlet connector of the urine meter assembly operation". The device history record review could not be performed without a lot number. The investigation is concluded, and no additional action is required at this time. The instructions for use were found adequate and state the following: 100% latex-free urine meter with bag. - 350 ml capacity meter. - 2500 ml approximate volume capacity drainage bag. - bard ez-lok® sampling port. - control-fit¿ outlet device correction: d,f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that there was a quality issue with two foley tray systems. The back of the foley bag was sealed over the outlet drain. Urine was not able to drain out of the bag. Also stated that same issue with two foley bags. The one bag to be returned did also have holes because the nurse tried to pull it apart. Per additional information received via sample form on 05apr2023, it was reported that unable to drain the foley bag due to the drain being occluded. Stated that the drain was occluded by the back of the foley bag being adhered to the inside of the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device evaluated by MFR: the device was not returned.

Event description:
It was reported that there was a quality issue with two foley tray systems. The back of the foley bag was sealed over the outlet drain. Urine was not able to drain out of the bag. Also stated that same issue with two foley bags. The one bag to be returned did also have holes because the nurse tried to pull it apart.